Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator.  The root cause of the open y1 crystal oscillator was unable to be positively identified.   There was no death or adverse event associated with the charger malfunction.